Event description:
Device was used during a bowel resection procedure where during the procedure a component disengaged where during the procedure a component disengaged into the patient's cavity and was not retrieved. The hospital has reported no injury to the patient.